Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the fast stop error. Ge rep cleaned connectors and buttons of debris, performed a filament calibration and a generator calibration. System operates as intended.

Event description:
The customer reported the system displayed a fast stop error, a low ma error, and had to be rebooted to continue. No pt injury was reported.